Manufacturer narrative:
Investigation summary: it was reported that a 65-year-old female patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. During mapping phase, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed with intracardiac echocardiography (ice) and echo. Pericardiocentesis yielded 150cc of fluid from the pericardium. The patient was reported to be in stable condition. The patient required 1 extra day in hospital for observation purposes. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30020721l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: 1.non biosense webster, inc. - st. Jude medical brk 1 transseptal needle; 2.non biosense webster, inc. - bsx zurpaz sheath, 8.5 fr; 3.carto 3 system, us catalog #: unknown, serial #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping phase, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed with intracardiac echocardiography (ice) and echo. Pericardiocentesis yielded 150cc of fluid from the pericardium. The patient was reported to be in stable condition. The patient required 1 extra day in hospital for observation purposes. Patient outcome is fully recovered with no residual effects. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the case of the adverse event is that it was a mechanic perforation that occurred during mapping. Transseptal puncture was performed with a saint jude medical brk 1 transseptal needle. A bsx zurpaz sheath 8.5 fr sheath was used. The generator parameters included 50 watts with the thermocool® smart touch® sf uni-directional navigation catheter during the last ablation prior to the mapping. The impedance during mapping was at 120-150 ohms. The overall time for ablation and the last ablation cycle at the site of injury was 0 seconds since the issue occurred during mapping. The irrigation flow setting was at 2ml during mapping. The patient received anticoagulant (angiomax) during the procedure. The activated clotting time (act) was high, out of range per the hospital meter. The thermocool® smart touch® sf uni-directional navigation catheter was not in close proximity to another catheter. It was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter. There¿s no information of any issues or errors reported on a biosense webster, inc. Product or equipment during the procedure.

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 8/13/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref no: (B)(4).